Manufacturer narrative:
Terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.stn#: bn880217investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6).

Manufacturer narrative:
Investigation: one set of the blood bags was returned for evaluation. Blood aggregates was observed in the 8ml donation bag. The blood in the bag from the tubing was filtered through the filter and noticed a filtration issue. The leuko reduction filter was tested for flow rate and air leaks. No flow rate was noted and it was confirmed there were no air leaks. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specification. There have been no other similar complaints against this production lot number. Root cause: a definitive root cause could not be determined. No anomalies were noted in the production records. Wbc contamination is commonly caused by the following: characteristics of the blood - wbc contamination may occur due to blood characteristics of donors. Pressure loaded on the filter membranes - when a physical stress on filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in wbc contamination. Prior occurrences reveal that leukocyte leakage could occur in the following cases: blood was filtered within 30 minutes after blood collection. Air was not expressed from the product bag correctly by not placing a clamp on the bag prior to expressing. The instructions for use of the product include the following warning: "do not squeeze or apply pressure on the filter while it is attached to the bag containing the filtered blood."